Event description:
It was reported that approx 12 hours post-emergent implant of a bifurcated device and a suprarenal aortic extension, the pt expired. Reportedly, the pt had initially presented with a ruptured aneurysm and was treated with a bifurcated device and a suprarenal aortic extension. Approx 12 hours after, the pt became hypotensive and a computed tomography (CT) scan revealed component separation resulting in an endoleak between the bifurcated and suprarenal aortic extension. The pt coded and could not be resuscitated. The cause of death was determined to be the amount of blood loss due to the aneurysm rupture and the endoleak developed post repair. CT images taken prior to the implant were reviewed post-mortem and the physician concluded that the aneurysmal neck was severely angulated anterior and posteriorly, which was not determined at the time of the repair, due to the nature of the emergent event, but is the likely cause for the component separation and resultant endoleak.

Manufacturer narrative:
Actual device was not returned, hence no device evaluation was performed. Medical records and a still image were provided and reviewed by a clinical representative. Bases on the review, the reported endoleak was due to insufficient overlap between the aortic extension and the bifurcated device. The most likely cause of the separation between the devices is related to patient anatomy. There were no product issues identified in the event. The lot usage history showed that no other units from this lot have been involved in any similar events. The product labeling has been reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr...